Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to turn the pump back on after being in shelf mode. The customer's blood glucose level was 320 mg/dl and it was addressed with a bolus. Tandem technical support guided the customer through turning the pump back on. The pump was successfully turned back on.